Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion ca be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or addition information becomes available.

Event description:
Attorney's report of patient's alleged physical damages, bodily injuries, infection and additional surgery due to defective mesh product.